Manufacturer narrative:
Concomitant products: 429688 lead, implanted: (B)(6) 2014.

Event description:
It was reported that there was t-wave oversensing (twos) post ventricular pace, resulting in delayed bi-ventricular pacing support. As the patient had previously had an atrioventricular (av) node ablation, the patient was symptomatic due to the delay in support. Right ventricular (rv) sensitivity was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.